Manufacturer narrative:
Additional, changed, and/or corrected data: d1; d2a; d2b; d4; e.1; g1; g4.

Event description:
Healthcare professional reported right-side "ruptured". Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side "ruptured". Device was explanted.